Event description:
It was reported that the patient experiences painful, tingling sensations in the pocket about three to four times a week; it was mentioned that the patient does not feel these sensations every day. It was noted that no intervention was required. No further information was reported.